Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalizes on (B)(6) 2015. The cause of death was reported to be massive stroke during dialysis. The customer had infection, heart disease, kidney disease, kidney failure and stroke. The caller stated that the customer had been ill for a long time and passed away after being hospitalized for two weeks. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump for 5-6 days prior to death. The device was removed by hospital staff due to illness. The hospital staff treated the customer with manual injections. The customer's blood glucose at the time of death was unknown. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.